Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had been having a lot of pain down their right leg, so she tried to use the patient programmer (pp) to increase the stimulation, but they could not get the pp to work. For troubleshooting, the patient changed the pp batteries and used the manual. It was noted that the patient was unable to confirm which screen was seen on the pp prior to the call when they were unable to connect to ins. At the time of the call, the patient experienced poor communication with and without the antenna attached and she was also unable to confirm if she felt the stimulation or not. The patient later reported that they received her replacement programmer, but she was still seeing the ¿poor communication¿ screen with and without the antenna. There were no further complications reported or anticipated.

Event description:
On 2018-12-03 additional information was received from the patient reporting that their weight at the time of the event was (B)(6) and that they had lost a lot of weight and had pain. The patient reported that the issue had not been resolved and that they had no idea what was causing the issue. The patient inquired why manufacturer representative (rep) would only meet with patient at healthcare professional (hcp) office. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-01-10 additional information was received, from a healthcare professional (hcp) reporting that, "the patient had change in left sciatic nerve with pain pump and spinal and stimulation". No additional patient symptoms, or additional device complications were reported for this event.